Manufacturer narrative:
A patient wore the orange clinical goggles instead of the patient goggles in the blu u light for full 16 minutes, 40 seconds. Now reporting welder eyes from her ophthalmologist.

Event description:
Welder eyes